Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip appliers were jamming. One of the devices jammed on the first firing and it is unknown when the other device jammed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4): lockout fired trough. The analysis results found that device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The analysis results found that the el5ml device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. Batch # g9kc1x; mfg date 06/10/2010; exp date 05/10/2015. (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.